Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) old male patient, the device displayed a "loose connection" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. The electrodes were returned for evaluation; the reported malfunction was not verified. The electrodes were put through extensive testing without duplicating the reported malfunction. The evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported event. Customer was contacted requesting the activity logs from the device, the customer indicated the device was placed back into service; and will not be providing the activity logs. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the associated device failed to discharge using these electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.